Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 14 october 2019 for MDR reportability. On (B)(6) 2013, the patient underwent total left knee arthroplasty due to posttraumatic arthritis and hardware removal. The patella was resurfaced. The surgeon reported an acl reconstruction that appeared loose with an intact graft. He reported the acl graft and the pcl were excised. The surgeon noted the box cut for the femur did contact the interference screw on the femoral side and was removed. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component and medial subsidence, laxity, and instability. The surgeon indicated the tibial component was grossly loose and heavily burnished on the backside. There were no concerns against the femoral component, and it was revise. He indicated the patella had some undermining osteolysis and was resected. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2013; dor: (B)(6) 2018 (lt knee).